Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, this device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. Additional information was received that the patient was then seen in clinic, and upon interrogation this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Again, device replacement was recommended. At this time, the device remains implanted and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).